Event description:
It was reported that during the device replacement procedure, the rv lead was unable to be removed from the device due to a set screw anomaly. The header was cut away from the lead and the lead was removed. The lead was successfully connected to the new device. The patients condition is good after the event.

Manufacturer narrative:
The reported inability to loosen the setscrew was not confirmed in the laboratory. Upon receipt, the device was noted to have a damaged header and the set screws were missing. All but one connector block was missing from the header. Without return of the entire device, a complete analysis could not be performed.